Event description:
It is reported that a customer was states there is a leak in the insulin pump where the tubing connected. The customer has a blood glucose level was 499 mg/dl at the time of the call. There were no cracks or any signs of physical damage to the pump. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. The customer stated tht they started using a 9mm cannula instead of a 6mm and everything started working as designed. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.